Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator unsnapped in the sheath. The hub, sheath, and tip device were visually and microscopically inspected. Inspection revealed that the sheath had a kink 2cm distal to the strain relief. Product analysis confirmed the reported was sheath kink.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). After removal of the core wire and guidewire, it was observed the proximal end of the was sheath was kinked. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). After removal of the core wire and guidewire, it was observed the proximal end of the was sheath was kinked. No patient complications were reported.